Event description:
It was reported during a da vinci-assisted procedure the bipolar instrument on arm 1 was not recognized after being plugged into the erbe generator. Prior to calling, the customer replaced the instrument energy cable twice with no change. Tse had caller reseat the instrument, sterile adapter and then recommended power cycling the erbe generator. After doing so, the instrument was recognized and surgeon confirmed bipolar energy was not being delivered. Despite the issue, the site proceeded with the case as planned with no reported patient injury.

Manufacturer narrative:
An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event and the integrated electrosurgical unit (iesu) was replaced to address the reported issue. The system was tested and verified as ready for use. Failure analysis (fa) received the iesu and performed in-house testing. Fa did not reproduce the reported issue as the unit energized/cauterized on all ports and recognized instruments used during testing.